Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2018 the patient reported that she just moved and her reason for calling was because her pump was ¿not good anymore¿. She had a doctor that would take the pump out and replace the pump, but she did not have a doctor that would fill the pump. The patient was looking for a doctor to manage her pump. When asked for a date when the patient noticed that the pump was ¿not good anymore¿, the patient answered that what had happened was that she had an appointment with the doctor that filled it, but there was a death in the family and since she was (B)(6) she had to sit for a week and not go anywhere, so she missed her appointment, but made another appointment. When she saw the doctor for that appointment, they told her that it was too late; her ¿pump was no longer good¿; and they couldn't do anything or fill it anymore. The doctor was going to find somebody to help her, but she had been waiting for 3 weeks. Per the patient, the pump had really helped her. No patient symptoms were reported. No further complications have been reported as a result of this event.